Manufacturer narrative:
This case was classified as non-reportable after investigation. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
This mr1 was waiting in the equipment room. However, at one point, when hospital staff checked mr1, the red x led was flashing and the buzzer was sounding. The hospital staff insisted that mr1 was not near the MRI. What could be the cause?

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed. This occurrence was noticed during patient transport while he/she was being ventilated. Various alarms were observable both visually and through hearing. Tf341009 (pvent pressure sensor defect), tf346054 (safetyfailure detected), te 231036 (pvent pressure sensor defect), tf 385002 (safety failure detected) and switched into safety ventilation. The device log files were provided to hamilton. There is patient involvement reported. There is need for medical intervention reported. The patient got manually ventilated with a breathing bag. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.